Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope multiple times and the video is oriented the correct way. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the user observed orientation issues with the endoscope video display. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found error 22020 on the universal surgical manipulator (usm) 2 that the endoscope was installed on. The customer reseated the endoscope multiple times, and the video was oriented correctly. This resolved the issue. The procedure was completed using the same endoscope with no reported injury. Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.